Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer's mother reported the customer received lower scan results when compared to readings obtained on a competitor brand device. Customer experienced symptoms described as shaking, sweating, trembling, and a loss of consciousness and reportedly self-treated (unspecified). Customer was seen at a hospital where she was diagnosed with hyperglycemia and provided unspecified treatment. There was no report of death or permanent injury associated with this event.